Manufacturer narrative:
Medwatch sent to FDA on 09/16/2016. Additional information: describe event or problem. The event of nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information received from healthcare professional notes "nodules appeared" and the patient has been treated with 3 injections of hyaluronidase. The patient is "improving". Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information: symptoms resolved approximately four months post injection.

Event description:
Additional information received from healthcare professional notes patient was injected in the lower eyelid and nasolabial groove and the symptoms appeared in these locations as well. The patient was treated in order to "prevent infectious complications."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, warmth, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of edema, warmth, and granuloma as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported approximately three months after injection with juvederm volbella with lidocaine patient "evolved with edema" and there is "warmth at the area." Patient was prescribed predsim and ebastel and is "not responding well." The area of edema "evolved with a granuloma" and the patient was prescribed ciprofloxacin and clarithromycin with no improvement. The physician is "very concerned." There is no noted biopsy to confirm the reported granuloma.